Event description:
The adenoid tip came loose from the gray hub.

Manufacturer narrative:
Investigation of the returned device noted the adenoid tip was loose from gray finger grip. The root cause of the failure was due to the weak bond between the bendable tube and finger grip of the adenoid tip. Inspection of the lot history record for plasmablade tna was completed and no anomalies were noted during the manufacturing of this lot. A process change was implemented for the adenoid tip bendable tube and finger grip bond junction per (B)(4).